Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juer0526 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (juer0526) have been reported from the same facility.

Event description:
It was reported that the stabilizing body came apart from the adhesive pieces. Additional information rcvd 09/20/2020: it was reported 5 times, but expect there were more. Devices were not used on patients. This report address the first device.

Event description:
It was reported that the stabilizing body came apart from the adhesive pieces. Additional information rcvd 09/20/2020: it was reported 5 times, but expect there were more. Devices were not used on patients. This report address the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached retainer was confirmed, but the exact cause could not be determined. One PICC plus tricot statlock stabilization device was returned for investigation. The retainer was received separate from the substrate. One of the blue sliding posts had separated from the retainer. Adhesive residue was observed across the inferior surface of the retainer and the superior surface of the substrate. Since the retainer was received separate from the substrate, the complaint was confirmed; however, the cause could not be determined. Potential causes of the separation include tensile (pulling) damage and material degradation. A review of the manufacturing records showed no discrepancies or anomalies during the manufacture of the implicated lot that would have caused or contributed to the reported event.